Event description:
The tech reported that the bed exit alarm on the bed would not alarm at the bed but did place a call to the nurse's station. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician investigated and found the cause was due to the side com cable being defective. The side com cable had not been recorded as replaced and the bed was delivered to the account in 2008. The side com cable was most likely worn from normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 through 2014. It is unk if the facility performed any other preventative maintenance on this bed. The side com cable was replaced to resolve the issue. Based on this info, no further action is required.